Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a patient presented for a device change-out, externalized conductors were observed via fluoroscopy. The pace/sense portion of the lead was capped, and the high voltage portion of lead remains active. The patient was doing well post-procedure.